Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-16394, 3006705815-2021-04040. It was reported that patient scs system has not being effective for over a year, and the ipg site is causing pain. As a result., the system was explanted to address the issue.